Manufacturer narrative:
An event regarding a periprosthetic fracture involving an unknown accolade stem was reported. The event was confirmed following a review by a clinical consultant. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant indicated: peri-prosthetic (pp) fracture is a well-known complication of total hip arthroplasty. The incidence of such fractures is fortunately low though far from rare, a few percent in cementless hip arthroplasty. Several factors are known to be associated with the incidence of peri-prosthetic fractures. These are usually either procedure-related or patient-related. Device-related factors play no role in pp-fractures that are usually caused by external trauma of the patient or during surgery by mismatch between stem size and bone geometry. In this case, it was reported that the patient had sustained a fall and consequently acquired a pp-fracture. This represents an overload condition by external traumatic forces. A traumatic fall of a patient is not a normal condition but a patient-related adverse event causing acute overload in the bone surrounding the device and this represents the root cause of failure by pp-fracture in this pi case. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded, "a traumatic fall of the patient 4-months post arthroplasty caused a periprosthetic fracture with subsequent subsidence of the stem requiring revision with fracture stabilisation." If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that a surgeon performed a revision of a patient's right hip after the patient sustained a fracture after a fall. Procedure was completed successfully with no delays.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision of a patient's right hip after the patient sustained a fracture after a fall. Procedure was completed successfully with no delays.